Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the button was unresponsive. Customer's blood glucose was unknown. Customer mentioned to be off the device due to being hospitalized. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer's wife reported the customer's hospitalization was not diabetes or insulin pump related also, stated it was heart related.

Manufacturer narrative:
The insulin pump received with no button response due to all button/keypad received with moisture damage keypad trace. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. Device received with currents in spec. No unexpected battery out limit. Device received with peeling keypad overlay.